Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. (B)(4). Results: results pending completion of evaluation; conclusion: conclusion not yet available-evaluation in progress.

Event description:
The distributor reported to terumo cardiovascular that during vein harvesting procedure, the harvesting set caught fire while burning side branch, bursting flame came out of the tip. No known impact or consequence to patient; product was changed out; procedure was completed successfully.

Manufacturer narrative:
The sample was returned for evaluation. A review of the device history record revealed no manufacturing anomalies. Upon evaluation of the returned sample, the v-cutter was found to be fractured and burned. It is likely that the reported fire from the unit was due to the v-cutter being broken and the electric path for high frequency current was exposed. A high frequency output was activated, a short circuit occurred, and sparks and smoke resulted. It is unknown how the v-cutter was damaged; however, possible causes are while inserting the device into the patient leg, excessive force was applied to the distal end of the v-cutter, or the distal end of the v-cutter was hit by objects. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.